Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose level was 400 mg/dl and went up to 600 mg/dl. Customer's ears were buzzing, their mouth was dry, and they drank a lot of water. The customer was having trouble with their insulin pump. When the customer rewound and primed their insulin pump, the act button was hard to press. The customer was at the hospital picking up their sibling and could not really talk. Customer saw insulin coming out of the insulin pump but it was not going into their body. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.